Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) verified out of range high quality controls (qc) onsite. The fse replaced the sample loop in order to resolve the issue. The g8 instrument was performing within specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, states that the sample loop is to be checked or replaced annually by field service personnel. The hemoglobin a1c st aia-pack hba1c package insert states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to a faulty sample loop. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported out of range high bio-rad quality controls (qc), lot number 38550, on the g8 instrument. The customer reported that level 3 qc was slightly higher on this g8 analyzer in comparison to another g8 analyzer. The customer reported that the column had been replaced six (6) days prior and flow factor was adjusted from 1.09 to 1.10 and the g8 analyzer was re-calibrated. The customer replaced the sampling needle assembly as well, but he issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.